Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving intrathecal lioresal via an implanted infusion pump. The pump was programmed to deliver lioresal 2000mcg/ml at a dose of 475mcg/day. The pump's indication for use (IFU) was listed as cerebral palsy and intractable spasticity. Other medications used at the time of the event and medical history was not available. On (B)(6) 2015, the patient's mother noticed that he wasn't sleeping and had an increase in spasticity. The patient was taken to the hospital where the device was interrogated. Telemetry confirmed that a critical alarm was occurring due to a low battery reset that occurred on (B)(6) 2015 and safe state on (B)(6) 2015. A motor stall recovery, motor stall did not appear on the print out. Multiple battery events were noted and a feed through malfunction was suspected. No rotor or dye studies were performed. The patient was sent for an MRI on (B)(6) 2015, the pump was updated and was infusing. The patient's symptoms had ceased and spasticity returned to baseline. On (B)(6) 2015, the pump was replaced and returned to the manufacturer. The patient recovered without sequelae. (B)(6) 2015 additional information was received from a healthcare professional. Other medications the patient was taking at the time of the event included: keppra, clorazepate, ranitidine, biotin, thiamine, cetirizine, tobramycin, montelukast, sodium citrate, lansoprazole, albuterol, acetylcysteine, budenoside. The patient's pertinent medical history included: pyruvate carboxylase deficiency, gj dependence, seizures, vp (ventriculoperitoneal) shunt placement.